Manufacturer narrative:
.

Event description:
It was reported to philips that the device had a leads ECG failure during opcheck. There was no patient involvement.

Event description:
It was reported to philips that the device had a leads ECG failure during opcheck. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.